Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies.

Event description:
Medtronic neurosurgery received a report from a family member of a (B)(6) pt with a shunt system that was implanted on (B)(6) 2007 without complications. He has experienced symptoms that are believed to be related to a shunt malfunction. These systems include irritability and/or tiredness, personality change, loss of coordination and balance, difficulty walking up and staying awake, mild dementia, slurred speech, incontinence, legs and feet are always in a closed position.